Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during antibiotic therapy that the purple hub on the PICC line cracked. Also, the needleless connector was hard to remove and replace. The PICC line was removed after 35 days insitu. It was not replaced. The patient was placed on oral antibiotics.

Manufacturer narrative:
(B)(4). No known impact or consequence to patient (the catheter was removed and the patient placed on oral antibiotics). Investigation - evaluation a review of complaint history, device history record, instructions for use (IFU), specifications and visual inspection of the returned device was conducted during the investigation. The turbo-ject® double lumen over-the-wire power-injectable PICC was returned for evaluation. The device was returned with a connector that was tacky and the hub cracked axially. 40.1 cm of the catheter was returned. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were two additional reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this issue. Monitoring for similar complaints will continue.